Event description:
It was reported that with the first cassette she received error "no cassette attached". With second cassette she stated the pump "did not recognize its presence". She was able to infuse using her back-up premixed cassette. Patient did not have lot number. Patient discarded cassettes in question. No further information was reported. Replacement cassettes were sent to patient. No patient injury was reported. Additional information received and attached by ICU medical on 24/mar/2022 via email: patient details updated. Event details updated.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.